Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Despite assistance from technical support in loading a new cartridge, the cartridge alarm recurred, preventing the customer from resuming insulin therapy. As a corrective action, technical support arranged to replace the pump, which was under warranty. The customer was instructed in storage mode procedures and agreed to return the faulty pump using the pre-paid label within ten days, and will use multiple daily injections as a backup therapy to ensure continued insulin delivery.